Manufacturer narrative:
(B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that doctor used synergy intraocular lens (iol) for cataract surgery on a patient. After surgery, the patient felt discomfort in visual acuity. The patient's distance visual acuity dropped to decimal 0.6. The patient complained that his eyes were blurry. Patient was temporarily impaired and daily activities were significantly affected. The doctor chose the diopter using barrett formula and according to the synergy guide. But the patient decided to proceed with explant surgery because the iol diopter did not fit. The surgeon had considered to use a zfr 15.5d, 16.0d or 16.5d as a replacement lens. It was confirmed that the lens was explanted as planned on (B)(6) 2021. The patient outcome after explant was plano, post-operative day-5 (far 0.9 near 1.0). There was no vitrectomy performed, no incision enlargement was required and no delay was reported. No further information available.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: 30 nov 2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection revealed lens was received cur into three pieces, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency. Manufacturing record review: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. The search revealed that no other complaints have been received for this production order. Conclusion: based on the information obtained, product malfunction and product deficiency cannot be confirmed. No further investigation is required. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.